Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. No cartridge was returned. Additional observations were as follows: iol returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable. The optic is bent/deformed as a result of being pressed down into well area of iol case base. The product investigation could not identify the root cause for the reported complaint "excessive stiffness of iol". No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) could not be inserted into a cartridge because the lens was excessively stiff. The lens did not contact the patient and a backup lens was used to complete the procedure. Additional information was requested.